Manufacturer narrative:
Tech found that the plug had a high ground reading. Replaced the plug to resolve this issue. Bed was found in an empty room.

Event description:
Info received that the plug had a high ground. No injury reported.